Manufacturer narrative:
Final analysis found the complete lead returned in one piece measuring 64.9 cm. Electrical testing did not find any indication of conductor fracture or internal shorts. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the pulse generator upgrade procedure, the patient began experiencing extra-cardiac stimulation under the left breast area. This location corresponded to the tip of the new right ventricular lead which was verified via x-ray imaging. The phenomena was reproducible by pacing in temporary mode at higher output. The patient stated she felt the sensation especially when she laid on her left-hand side. The patient was scheduled for a lead revision at a later date. The patient was otherwise noted to be in stable condition.

Event description:
New information received stated that the right ventricular lead was explanted and replaced on (B)(6) 2019 with no complications to the patient.